Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted into the patient's left femoral. The staff stated that when the catheter guide was removed, the ball was not lubricated together with the guide, but did not come out. The ball was removed and irrigated again. As a result, it was decided to use a new device and a second attempt was made successfully using the same insertion site. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted into the patient's left femoral. The staff stated that when the catheter guide was removed, the ball was not lubricated together with the guide, but did not come out. The ball was removed and irrigated again. As a result, it was decided to use a new device and a second attempt was made successfully using the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab swg removal difficulty is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.